Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The claimed issue was related to internal leakage test failure during pre-use check. Identification of issue has been done by analyzing problem description and service report. The issue was decided to be reported based on available information (no logs or no information about faulty part), as the initial description may have underlying causes, which represent a reportable event. In further process of complaint handling, received information indicated that no further details regarding this customer product complaint are available, the problem was clarified by telephone, no service call to the customer, no parts were exchanged. The root cause to the reported issue has not been determined. The correction of field #h8 usage of device was required. This is based on the internal evaluation. #h8 usage of device: previous usage of device: unknown. Corrected usage of device: reuse h3 other text : 4112.

Manufacturer narrative:
The claimed issue was related to internal leakage test failure during pre-use check. Identification of issue has been done by analyzing problem description. The issue was decided to be reported based on available information as the initial description might have underlying causes, which represent a reportable event. The root cause to the reported issue has not been determined. H3 other text : 4117.

Event description:
Manufacturer's ref #: (B)(4)